Event description:
It was reported that a remote transmission shows no mode switches (ms) since the last visit but the histograms on the implantable pulse generator (ipg) and presenting rhythms show the patient to be in atrial fibrillation 100% of the time. Diagnostics do not match, cardiac compass shows no ms episodes and counters show patient is in ms only 0.1% of the time. The device has also collected 14 ventricular high rate (vhr) episodes which it should not have collected because the superior ventricular tachycardia (svt) filter is on and if the patient is in ms, it should not collect the vhr. Reprogramming of the ipg was recommended to resolve the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4469 competitor implantable pacing lead, (B)(6) 2013; 4076 implantable pacing lead, (B)(6) 2013. (B)(4).